Event description:
The patient stated she was scared because her therapy did not seem to be working and she was at work. The patient stated she started to pass gas and stool and happened 3-4x a day prior to the call and 3x on the day of the call. The patient stated her urine was not being controlled and it was soaking her clothes. The patient stated the implantable neurostimulator (ins) felt like it was not in the same position or shifted about a week ago. The patient was not feeling stimulation while therapy was off. It was indicated that turning the therapy on resolved the situation. The patient confirmed stimulation was off, turned stimulation on at program 1 at 1.7 v, confirmed she felt stimulation comfortably in vaginal area. The patient reported that the return of symptom was 1.5 weeks ago. The patient report poor communication screen placed the antenna securely and synced the ins resolved the issue. The indications for use for this patient were gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.